Event description:
It was reported that "a crack was noticed in the frame."

Manufacturer narrative:
It was reported that " a crack was noticed in the frame. It was further reported that the rollator had been in use for approximately seven months and that the crack was identified while the end user was using the device. Also stated that the crack was located in an unusual area of the frame." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.